Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination identified no anomalies. A series of automated electrical testing was performed, and the returned device passed the therapy portions. However, two tests were not passed due to incorrect firmware loaded into device memory during the manufacturing process. It was determined the reported clinical observations were a result of these incorrect values.

Event description:
It was reported that during pre-implant testing, telemetry with this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be established. Several attempts with several programmers were made, but not until a telemetry reset was performed (magnet on 60sec/magnet off 60sec/magnet on again) did the device respond. However, upon end of scanning for devices, an unexpected device showed up - a model 1010 serial (B)(6), and in the patient name field an asian word appeared. The local area field representative chose not to implant this device and implanted a different device instead. No adverse patient effects were reported.

Event description:
It was reported that during pre-implant testing, telemetry with this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be established. Several attempts with several programmers were made, but not until a telemetry reset was performed (magnet on 60sec/magnet off 60sec/magnet on again) did the device respond. However, upon end of scanning for devices, an unexpected device showed up - a model 1010 serial (B)(6)., and in the patient name field an asian word appeared. The local area field representative chose not to implant this device and implanted a different device instead. The field will return the device for analysis. No adverse patient effects were reported.